Event description:
Allegedly patient has pain. Surgeon couldn't see apparent reason for the pain. Ion test was normal. Surgery was done and all soft tissues looked good. No signs of mom.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01433, 01435.